Event description:
It was reported that the pump was alarming 'upstream occlusion'. There were no kinks or occlusion noted in the line. The medication cassette appeared empty; the display indicated 10.5ml of medication remaining. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. A review of the manufacturing device history record (DHR) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.